Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was dried blood noted within the subject catheter hub. The distal end of the subject catheter was seen to be fractured and stretched. The functional inspection was not performed as the defect was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "during a left internal carotid artery (ica) stenosis procedure, balloon angioplasty was planned. The patient had a type iii aortic arch. The physician used a subject catheter to establish access. When guiding the subject catheter via guidewire to superselect the left carotid artery through the aortic arch, due to the sharp vascular angle, repeated adjustments failed to deliver the catheter to the target site. The physician then withdrew the subject catheter and found upon removal that its tip had deformed and fractured. A new catheter was subsequently used to complete the procedure.". Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patients anatomy was moderately tortuous. The device was returned for analysis; the subject catheter shaft was fractured and stretched. Based on the review of all available information and the analysis of the returned device, it is probable that the event occurred due to difficulties encountered while delivering the catheter to the target location. The reported event indicated repeated adjustments as the catheter was advanced through the aortic arch. The physician subsequently withdrew the subject catheter and observed that its tip had become deformed and fractured. Additionally, the subject catheter shaft was stretched, which may indicate that resistance was encountered during the procedure. The reported event 'device difficulty engaging target vessel', 'catheter tip broken/fractured during use' and 'catheter tip damaged' as well as the analysed defect 'catheter shaft broken/fractured during use', and 'catheter shaft stretched' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during internal carotid artery (ica) stenosis stenting case, when guiding the subject catheter via guidewire to super select the left carotid artery through the aortic arch, due to the sharp vascular angle, repeated adjustments failed to deliver the catheter to the target site. The physician then withdrew the catheter and found upon removal that its tip had deformed and fractured. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during internal carotid artery (ica) stenosis stenting case, when guiding the subject catheter via guidewire to super select the left carotid artery through the aortic arch, due to the sharp vascular angle, repeated adjustments failed to deliver the catheter to the target site. The physician then withdrew the catheter and found upon removal that its tip had deformed and fractured. The procedure was completed successfully with another device without any clinical consequences to the patient.